Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device advised to shock an awake patient post cardiac arrest. In this state, the device may administer inappropriate defibrillation and cause harm to an awake patient.. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Heartsine received the device from the customer. A clinical engineer evaluated the device files. It was observed the algorithm advised a shock, and a shock was delivered in one instance, to a patient in a non-shockable rhythm due to the qrs and heart rate variability being around the threshold to determine a shockable rhythm. With regard to the device advising a shock once the patient was a wake, the device performed as intended, as per the user manual ¿heartsine samaritan pad has been designed to work on unconscious, nonresponsive patients. If the patient is responsive or conscious, do not use the heartsine samaritan pad to provide treatment.¿ the physical evaluation of the device has not yet been completed. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted heartsine to report that their device advised to shock an awake patient post cardiac arrest. In this state, the device may administer inappropriate defibrillation and cause harm to an awake patient. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Heart sine physically evaluated the device and it was determined the device performed to specification. The cause of the reported issue was traced to user error. The device was retained by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device advised to shock an awake patient post cardiac arrest. In this state, the device may administer inappropriate defibrillation and cause harm to an awake patient. This issue is patient related; however, there was no adverse event reported.